Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, in hospice care. The caller stated that officially the cause of death was diabetic ketoacidosis, but, unofficially, the customer had gastroparesis and the customer had difficulty managing his blood glucose with the insulin pump because of how his body was reacting to food and lack of food. The caller stated that the customer was hospitalized on (B)(6) 2013. The caller stated that the customer's health issues began in (B)(6) 1959, when he was diagnosed with diabetes. The customer had gastroparesis, neuropathy, retinopathy, heart disease, and stroke. The caller did not know the customer's blood glucose at the time of death; it had not been checked the last couple of days. The customer was not wearing the insulin pump at the time of death; it had been disconnected thirty-six hours prior to death, by hospice care nurse, because the customer was unable to take in any food or fluids. The insulin pump has been discarded by the spouse.